Manufacturer narrative:
Complaint device not returned for analyzing. Data log reviewed: no mc spike outside of p-level change observed. Many suctions occurred during entire impella support with impella position unknown alarms. Placement signal slightly trending down at end of support. Clinical stated: patient had rv dysfunction and vsd issues, continues to have intermittent suction events, most likely related to right-sided failure and negative volume status. Repeated events after a few days of support due to right sided dysfunction. Pump repositioned did not resolve issue. Blood volume not given. No cannula kinks. No lv thrombus observed. Low pump flow: the cause of low pump flow issue most likely was patient condition related due to rv dysfunction right sided failure.

Event description:
The user facility reported an impella 5.5 was placed on a patient that had placement suction occur when the pump was decreased to p-6 level. The patient continued to have intermittent suction events. The impella 5.5 was repositioned, but suction was not resolved. It is believed that the right side of the heart was failing. It was further reported that care was withdrew and the patient expired. There is not enough information to exclude the impella device used as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.